Event description:
It was reported that the pump regularly lost time, with discrepancies exceeding five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted in updating the pump time by technical support and was advised to monitor the situation and follow up if the issue recurred.